Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the lead moved into gutter after implant and the patient was experiencing stimulation in the ribs. X-rays were taken and the hcp ask for reprogramming around the issue before surgical intervention. Reprogramming was done and the issue was not resolved. The hcp set up an appointment in two weeks to check and see if the new programs were helping. Surgical invention did not occur but was planned and not scheduled. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the migration was due to poor original placement. It was reported that reprogramming did not resolve the stimulation issue. A lead revision was planned. Information has been confirmed with doctor.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) via the healthcare professional (hcp) on 2018-feb-26. The rep talked to the patient¿s hcp about the case and that is how they obtained the information. According to the hcp the lead was placed half way in the gutter when originally implanted. The patient is still having pain that is unrelated to the stimulation. According to the hcp the programming is covering the target pain. The patient has gotten stimulation coverage where it is needed. The patient went to a second hcp for a second opinion after seeing their original hcp. The hcp may revise the stimulation system because the lead is in the gutter. No further complications were reported/are anticipated.